Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was having low blood glucose. Customer reported that insulin pump once over delivered 28 units of insulin at one time. Cusotomer declined troubleshooting and would monitor issue.